Event description:
(B)(4) study. Same patient as MDR#2134265-2012-07568. It was reported that during a stenting treatment procedure, vessel dissection occurred. In (B)(6) 2012, the patient presented with unstable angina and cardiac catheterization was recommended. The 90% stenosed, 30 x 2.25 mm, denovo target lesion was located in the mid left anterior descending artery (lad). The target lesion was treated with placement of a 2.25 x 32mm ion us coa stent with 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. In (B)(6) 2012, the subject was hospitalized. Coronary angiography revealed stenosis in the left anterior descending artery (lad) proximal and distal to the lesion stented during the index procedure. The subject was referred for cardiac catheterization which revealed a 95% stenosed long lesion located in the proximal to distal lad. The stenosis was treated with balloon angioplasty and placement of 3 x 20 mm, 2.5 x 20 mm and 3 x 8 mm promus element stents with 0% residual stenosis. During this intervention entry dissection was noted post deployment of 3 x 20 mm promus element stent. The dissection was treated with placement of another 3 x 8 mm promus element stent. The event was considered resolved without residual effects and the subject was discharged the following day.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same patient as MDR#2134265-2012-07568. It was reported that during a stenting treatment procedure, vessel dissection occurred. In (B)(6) 2012, the patient presented with unstable angina and cardiac catheterization was recommended. The 90% stenosed, 30 x 2.25 mm, denovo target lesion was located in the mid left anterior descending artery (lad). The target lesion was treated with placement of a 2.25 x 32mm ion us coa stent with 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. In (B)(6) 2012, the subject was hospitalized. Coronary angiography revealed stenosis in the left anterior descending artery (lad) proximal and distal to the lesion stented during the index procedure. The subject was referred for cardiac catheterization which revealed a 95% stenosed long lesion located in the proximal to distal lad. The stenosis was treated with balloon angioplasty and placement of 3 x 20 mm, 2.5 x 20 mm and 3 x 8 mm promus element stents with 0% residual stenosis. During this intervention entry dissection was noted post deployment of 3 x 20 mm promus element stent. The dissection was treated with placement of another 3 x 8 mm promus element stent. The event was considered resolved without residual effects and the subject was discharged the following day.

Manufacturer narrative:
Brand name corrected from promus element plus everolimus-eluting coronary stent system to promus element everolimus-eluting coronary stent system. (B)(6). (B)(4).